Event description:
A handheld and programming wand were received for analysis with a note indicating that the programmer doesn't work. Analysis of the wand was completed on (B)(6) 2015. No visual or mechanical anomaly was identified. Continuity testing of the serial data cable and the battery cable passed. The programming wand performed according to functional specifications.

Manufacturer narrative:
.

Event description:
Analysis of the returned handheld programmer was completed. Visual inspection of the serial cable identified that the cable had been pulled out of the (B)(4) axim hood assembly strain relief; however, use of cable still resulted in full product functionality no functional anomalies associated with the serial cable were noted during testing using the ac adapter or the main battery with a full charge. Analysis of the software was also completed which showed that no anomalies associated with flashcard software were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.